Event description:
Request to evaluate port-a-cath for possible fracture or leak. Under fluoroscopic guidance approximately 5ml of contrast was injected into the right port-a-cath. Digital fluoroscopic images were obtained. Fluoro time was 40 seconds.the contrast injected into the right-sided port-a-cath is demonstrated to leak near the proximal end of the catheter just beneath the right clavicle. The catheter appears to be intact, however, no contrast was visualized in the distal portion of the catheter.